Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced a needle that was broken/detached. The following information was provided by the initial reporter: the needle in the catheter tube was broken while opening package.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 9143625. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced a needle that was broken/detached. The following information was provided by the initial reporter: the needle in the catheter tube was broken while opening package.